Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 16-feb-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that device had shut down, and drawers were stuck open. A field service engineer (fse) inspected the power, cable, and network connections and discovered that the power cable was not inserted correctly and was too far from the station. The fse moved the station closer, reset the power cable to the correct outlet, and confirmed no further issues. The customer tested successfully. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, system was shut down and drawers were stuck. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.